Event description:
An initial report from the user facility stated that "the tubing came disconnected from port". A call was placed to the reporter of the event, and it was learned that the bloodlines had separated from the blood pump segment at the onset of dialysis while pt was connected. The pt was reinfused, a new set up was placed and treatment resumed without further incidence. No intervention was required for the pt. The pt was discharged to home following his treatment. The sample is available for evaluation.